Manufacturer narrative:
One device was returned for analysis. Visual inspection showed scratched lcd lens, peeled dso seal, and worn uso seal. Review of the event history log (ehl) showed multiple cassette locked but not latched alarms. A functional test was performed and the reported issue was not duplicated; however, multiple high alarms were noted in the history log. The probable cause of the reported issue was the downstream occlusion sensor. As a result, the downstream occlusion sensor was replaced and a software update was performed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a cassette not attached alarm. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.